Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states when attempting to lift the consumer, the left rear wheel will come up off the ground but only with weight.